Event description:
It was reported that this right ventricular (rv) lead, the device and ra lead got infected, and was explanted. A new system will be implanted at a later date. No additional adverse patient effects were reported.